Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented with an alleged ruptured aneurysm. The patient's family elected not to have any treatment at that time. It was reported that there was no aneurysm rupture; there was a proximal type 1 endoleak and a type 3 junctional endoleak. It was reported that the patient opted not to be followed since the last CT. The patient refused any further treatment. The patient was under the care of hospice and it was reported that the patient expired. No additional clinical sequelae were reported.

Manufacturer narrative:
This event was reassessed internally and found to be us/MDR reportable. The us reportability decision has been updated to "a possible device malfunction". Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (angulated neck and morphology changes). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (angulated neck and morphology changes).